Manufacturer narrative:
The customer declined service and support to replace the suspect transducer. As a result, the transducer remains at the customer site and could not be returned for failure analysis.

Event description:
It was reported by the customer that the x7-2t tee transducer would not articulate during use with an epiq 7c ultrasound system. There was no patient or user harm associated with this event. It is unknown if the exam was completed. A quote for a replacement was provided. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.